Event description:
During routine preventative maintenance testing by stryker, the device was not shocking at the expected energy level. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue of no defibrillation energy delivered was able to be verified and was able to be duplicated. Root cause was determined to be a failed analog pcba. Device was found to be unrepairable. The device was scrapped by stryker.

Manufacturer narrative:
Stryker performed an initial evaluation and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device was not shocking at the expected energy level. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.